Manufacturer narrative:
D10 concomitant medical products: sigphandle, sig power sigphandle handle (sn:unknown); sigpshell sig power sigpshell control shell (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hepatic resection, after connecting the adapter to the handle, the remaining use displayed was seven. The first reload was then connected and fired without any problems. When the second reload was connected, the nurse confirmed it was all green on the display of the handle. The surgeon then used the device, but it did not fire. The adapter and reload were removed. After reconnecting the adapter, the reload was then connected, but the remaining count on the adapter display turned zero. To resolve the issue, another adapter was used. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the adapter was connected to the gen2 acc software and the strain gauge was responsive. The analog to digital (a/d) count was within the range that should be accepted by the tare function. There were universal asynchronous receiver-transmitter (uart) communications errors and a single clamp test error in the data saved to the system. The adapter had 6 of 50 procedures remaining before it was set to end of life. The adapter was connected to a signia handle running v29.6 software. The handle displayed a yellow adapter swimlane. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The reload was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument did not fire and there was premature end of life. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hepatic resection, after connecting the adapter to the handle, the remaining use displayed was seven. The first reload was then connected and fired without any problems. When the second reload was connected, the nurse confirmed it was all green on the display of the handle. The surgeon then used the device, but it did not fire. The adapter and reload were removed. After reconnecting the adapter, the reload was then connected, but the remaining count on the adapter display turned zero. To resolve the issue, another adapter was used with the same handle and reload. There was no patient injury.